Event description:
It was reported before the surgery, the first time the fiber was used, a spark occurred and the fiber broke even though the blast shield had no damage. There was no patient outcome reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as the fiber was received in three pieces. Visual analysis identified the fiber tip was in good condition. The connector had no anomaly. The following message was displayed: treatment used: 1, treatment left: 9. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired, it caused the fiber break. The IFU states: careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported before the surgery, the first time the fiber was used, a spark occurred and the fiber broke even though the blast shield had no damage. There was no patient outcome reported.